Event description:
It was reported that a pump was alarming for a system error 322. There was no pt injury associated with the device. The pumps were being run in the ICU.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The system error 322 was reproduced during testing. Upon physical inspection, it was found that the upper latch switch was not fully seated to the fsr pcb. The separation allows movement of the upper latch switch, which can trigger an intermittent system error 322. As a result, the upper aux was replaced.